Manufacturer narrative:
Zoll has not received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during patient care, the autopulse platform system displayed user advisory error messages ua12 and ua45, zoll representative was unable to clear that error message. This incident occurred on (B)(6) 2019, there was no patient harm, user was able to perform manual CPR. Related MFR number 3010617000-2019-00446 autopulse platform system.